Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 180mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The siphon guard was programed to 30mmh2o per IFU for siphon guard test. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3182, with lot ctcb2f, conformed to the specifications when released to stock in 16th april 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As we were priming the shunt (82-3182 lot ctcb2f) prior to implantation, the valve programmed to 180mm h2o, the surgeon felt that the siphonguard was not engaging properly. It appeared to me that it was not engaging either and we agreed to just implant a different valve. The only delay was in getting and programming the new valve and the surgeon was able to do other parts of the procedure during this time.